Event description:
Hemostasis achieved. One hour post procedure pseudoaneurysm occurred. Intervention consisted of incision made at site of puncture and closed with stitch. A mos later, patient reported as doing okay with no issues.